Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation, and further information that was obtained from the patient in a follow up call. The patient stated that the meter issue began on (B)(6) 2018 alleging that she obtained inaccurately high blood glucose results of ¿120 mg/dl¿ on the subject meter compared to ¿60 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with oral medication (metformin and glibenclamida), diet and exercise. She reported that she tests her blood glucose once a day, and her normal results are between ¿100-130¿ mg/dl. The patient reported that due to being unsure about the results she developed symptoms of ¿nervous¿. The patient reported that she attended the doctor¿s office on (B)(6) 2018 and the result of ¿60 mg/dl¿ was obtained. She was treated with some ¿food¿ to raise her blood glucose. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used the correct testing steps and an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. It was noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required treatment from a health care professional, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.